Event description:
It was reported that the patient underwent a left open inguinal hernia repair on (B) (6) 2009. Non-narcotic pain medication was prescribed post-operatively. The patient reports at the six month follow-up, that the hernia was recurred with disabling movement limitations and pain during daily activities, walking up stairs and exercising. The patient has not returned to his doctor. The patient reports taking narcotic pain medications.

Manufacturer narrative:
(B) (4) -pain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.